Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received 2 occipital scs leads (off-label) with the same lot number. It was reported the pt experienced uncomfortable stimulation in her right ear and back left side of her head. A sjm representative was unable to resolve the issue with reprogramming. The pt is also not receiving optimal stimulation. The pt is working with the physician to determine the next course of action.